Event description:
It was reported that the modular cable was exposed with some possible indication of oxidation. There were no unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected. The modular cable was exchanged.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported events of the modular cable (lot number: unknown) being exposed and showing signs of oxidation were not able to be confirmed, as the cable was not returned for analysis and no photos were submitted for review. The submitted log file contained information spanning approximately 1 day ((B)(6) 2025 to (B)(6) 2025 per timestamp). Throughout the available data, no atypical events were observed and the pump maintained a speed within the expected range. Multiple attempts were made to obtain additional details regarding the troubleshooting performed for this event, but no response was received. The root cause of the reported damage and oxidation cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the lot number was not provided. The heartmate iii instructions for use (section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. Heartmate 3 IFU and heartmate 3 patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.